Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information were unsuccessful. A supplemental MDR will be submitted upon receipt of additional information or upon conclusion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 21mm 3300tfx aortic valve was explanted after four (4) years, one (1) month, due to unknown reasons. The explanted device was replaced with a 23mm 11060a aortic valved conduit. No additional information was provided.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards as it was discarded. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
Edwards implant patient registry received information a 21mm 3300tfx aortic valve was explanted after four (4) years, one (1) month, due to severe aortic stenosis, motion restricted leaflets, and calcification. Patient presented with chronic systolic and diastolic congestive heart failure. Visually, the aortic valve leaflets were quite still with some calcifications. The explanted device was replaced with a 23mm 11060a aortic valved conduit. The patient also underwent tricuspid valve repair with a 30mm mc3 ring during procedure. Intra-aortic balloon pump was continued. The patient was transferred to ICU in critical condition. Patient lost arterial flows in the lle and then patient had terminal arrhythmia and expired on post-operative day 14.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.